Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in an arteriovenous shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at nominal bar, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in an arteriovenous shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at nominal bar, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was mildly calcified, and the balloon was ruptured during first inflation at 4 bars. The device was completely removed from the patient's body.

Manufacturer narrative:
Device evaluated by manufacturer: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm distal from the proximal markerband. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in an arteriovenous shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at nominal bar, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was mildly calcified, and the balloon was ruptured during first inflation at 4 bars. The device was completely removed from the patient's body.